Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in japan, due to severe tortuosity of the patient's lower extremity vessels, significant difficulty was encountered during insertion of the esheath+ into the patient. After implantation of the s3ur valve, echocardiography revealed findings suggestive of something being interposed between the s3ur valve and the native valve. The structure appeared to extend continuously from the lvot, passing between the s3ur valve, and continuing to the ascending aorta, giving the appearance of a single mass of tissue. Subsequently, as the nature of the structure was unclear, open-chest surgical removal was performed, and the removal of the structure was successful. The distal end of the extracted structure exhibited a tubular morphology suggestive of vascular intima that had peeled off intact. A CT examination of the lower extremity vessels was subsequently performed; however, the specific site of vascular injury could not be identified. In addition, stenosis of the right superficial femoral artery, presumed to be caused by a portion of vascular tissue, was observed. As the patient exhibited no clinical symptoms, it was determined that no therapeutic intervention was required. Following the open-chest surgery, the patient has been recovering uneventfully. Per a medical opinion, one possible explanation was that the observed finding represented tissue surrounding the aortic valve. However, due to the severe tortuosity of the lower extremity vessels, insertion of the esheath+ was extremely difficult. Therefore, it could not be ruled out that lower extremity vascular tissue may have peeled off and been carried to the aortic valve during insertion of the delivery system.